Manufacturer narrative:
The reported condition/failure mode could not be confirmed since the involved product was not available to stryker for evaluation, as it had been discarded by the customer.

Event description:
It was reported that following a total knee procedure, the pa removed the tourniquet and saw abrasions on the back of the patient's thigh. There was no medical treatment or other intervention required. The patient is doing well and it was determined that no follow-up appts or treatment is necessary.

Event description:
It was reported that following a total knee procedure, the pa removed the tourniquet and saw abrasions on the back of the patient's thigh. There was no medical treatment or other intervention required. The patient is doing well and it was determined that no follow-up appts or treatment is necessary.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. Device not returned for evaluation.